Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. After pre-dilation was performed, a 16mmx3.00mm promus premier¿ drug-eluting stent was advanced together with a non-bsc guide extension catheter but it failed to cross the lesion and the stent was dislodged on the guide wire. An additional guide wire was inserted to remove the stent. The stent and the guide wire were removed together from the patient. The procedure was completed with another 3.0x16mm promus premier¿ stent. No patient complications were reported and the patient's status was good.